Event description:
Meter was reading inaccurately erratic. The pt takes lantus insulin 15 units each am and novolog insulin by sliding scale before breakfast, lunch, dinner and bedtime. Pt obtained a result of 89 mg/dl on the reported meter in the am while having no symptoms of high or low blood glucose level, pt took 1 unit of novolog insulin. Before lunch pt's meter result was 409 mg/dl; pt did not have symptoms of high or low blood glucose level. However, pt stated that pt doesn't always have symptoms with high readings. Pt took 7 units of novolog insulin and ate lunch. At about 4:00 pm, pt felt tired and went to lie down. Relative came to see pt shortly after. "Pt's eyes were glassy" and pt was unable to speak to relative. Relative tested pt's blood glucose with the meter and obtained results of 340, 140, 59, and 39 mg/dl within 15 minutes. Relative felt that the readng of 39 mg/dl was correct, based on pt's symptoms. Relative gave pt's a glucagon shot and something to eat. Afterward pt felt well. Pt spoke with pt's doctor and was advised to discontinue taking novolog insulin at bedtime. The customer care representative (ccr) walked the pt through 2 consecutive control solution tests, which fell outside of the specififed control solution range. Based on the failed quality control tests, there is an indication that the product malfunctioned. The lunchtime result of 409 mg/dl may have been inaccurately high. The pt took insulin based on the elevated result and became hypoglycemic. There is an indication that the product contributed to pt's experiencing injury and requiring intervention. The event meets the criteria for a medical device reportable as an adverse event. The meter, test strips, and control solution were replaced.